Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise. The rv lead was inactivated and a new rv lead was placed on the patient's right side. No patient complications have been reported as a result of this event.